Event description:
It was reported that the senior clinical support specialis (css) was told about the event during an in-service. According to the rn the md had difficulty with the pump losing trigger occasionally. The clinical support specialist confirmed that th pump only had arterial pressure (ap) attached and no EKG. The css explained that the pump needs a bigger pulse pressure difference to be able to pump from the ap so it can recognize the upstroke. The css instructed the rn to connect the EKG to ensure the pump has a trigger. Also the pump was alarming helium loss alarms. The css performed a leak test which showed a leak internally. The css sent the pump to biomed and called the field service engineer to set up a site visit. The css reported that the field service representative replaced the pneumatic control switch (pcs) in the pump where a small leak was detected.

Manufacturer narrative:
(B)(4).